Manufacturer narrative:
The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that lvad support was withdrawn on 12mar2019 and the patient expired. The cause of expiration was reported as ischemic stroke. A autopsy would not be performed.

Event description:
Additional information: the cause of the elevated ldh was reported to be due to device thrombosis, confirmed by an echocardiogram, ultrasonic arteriography, and the increase in power to the lvad.

Manufacturer narrative:
Manufacturers investigation conlcusion: thrombus could not be confirmed as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account reported that on (B)(6) 2019, the patient experienced an ischemic stroke and had an elevated ldh level. The elevated ldh was determined to be caused by thrombus which was diagnosed clinically through an echo, ultrasonic arteriography (ua), and increased power values in later log files. The patient was placed on anticoagulation that was therapeutic. Lvad support was ultimately withdrawn on (B)(6) 2019 and the patient reportedly expired due to an ischemic stroke. No autopsy was performed and it was communicated that the pump was not explanted and would not be returned for evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. No atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The hmii lvas IFU lists stroke, device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of event was not provided and was entered as the date the event was reported to the manufacturer. The referenced previous stroke was reported under medwatch MFR report #2916596-2018-05796. Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had recently experienced another stroke and had elevated lactate dehydrogenase (ldh). The patient was reported as currently on anticoagulation that was therapeutic.